Event description:
Client was in wheelchair on a wheelchair lift attached to a bus. The lift did not work on initial attempts. The brackets that lock the lip of the lift would not engage. While driver manually moved the front wheels of the wheelchair and pt off the lift, the lift jumped up 1 inch. This motion caused the wheelchair and client to pitch forward. The client slid out of the wheelchair and fell to the ground. The client's hip was fractured and she was hospitalized for 6 days.